Manufacturer narrative:
Manufacturing date was unable to be determined, as lot number was unknown.

Event description:
It was reported that during a surgical procedure at the user facility, a string fell off of the sponge, into the patient. The procedure was completed successfully. No adverse consequence or medical intervention was reported.

Event description:
It was reported that during a surgical procedure at the user facility a string fell off of the sponge, into the patient. The procedure was completed successfully. No adverse consequence or medical intervention was reported.